Event description:
The customer reported the system's cine operation failed to function. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. The nature of the repair has not been disclosed. However, it was reported the system is operating as intended.